Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box lot# 73e1700773 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at ligation during laparoscopic nephrectomy the physician was unable to lock a clip then found the clip was broken. This issue occurred again with another clip in the same cartridge. One broken piece was found on the work table, but the other broken piece has not been found yet. The patient's current condition is unknown at this time. Additional information indicates that after the surgery, the user opened a new cartridge for functional inspection of clips and the applier. Then, clips in the new cartridge were able to properly load into the jaws of the applier which was used in the surgery. Therefore, it was confirmed that there was no issue with the applier, and the user suspects any defects of the clips which will be returned as the actual complaint sample.

Event description:
It was reported that at ligation during laparoscopic nephrectomy the physician was unable to lock a clip then found the clip was broken. This issue occurred again with another clip in the same cartridge. One broken piece was found on the work table, but the other broken piece has not been found yet. The patient's current condition is unknown at this time. Additional information indicates that after the surgery, the user opened a new cartridge for functional inspection of clips and the applier. Then, clips in the new cartridge were able to properly load into the jaws of the applier which was used in the surgery. Therefore, it was confirmed that there was no issue with the applier, and the user suspects any defects of the clips which will be returned as the actual complaint sample.

Manufacturer narrative:
(B)(4). The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge and three loose clips were returned. The returned sample was visually examined with and without magnification. Visual examination of the returned clips revealed that two of the clips had the hook broken off. The third clip was returned closed. The clips appear used as there is biological material present on them. The cartridge was returned with scrape marks on it and one of the broken hooks inside of the cartridge. Based on the condition of the returned sample, it was determined that the broken clips were caused by operational context. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, other remarks: sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." "Sufficiently skeletonize the structure to be ligated to allow the locking mechanism of the clip to be clear of tissue." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips broke during use" was confirmed based upon the sample received. One cartridge and three loose clips were returned. Two of the loose clips had the hook broken off and the third clip was returned closed. The cartridge was returned with scrape marks on it and one of the broken hooks inside of the cartridge. Based on the condition of the returned sample, it was determined that the broken clips were caused by operational context.